Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the printed circuit board was out of electrical specification. It was also noted that the programmer boots to an error due to a loose connection between the hard drive flex and the main processing unit. (B)(4).

Event description:
It was reported the programmer would not power on. The programmer was returned for repair. No patient complications were reported as a result of this event.